Event description:
Upon evaluation for discharge from post anesthesia recovery unit, suprapubic catheter balloon completely deflated, and dressing to suprapubic area was saturated with blood. Urologist was notified and balloon was inflated with 10 ml of air to check for leaks, where it was noted that balloon had deflated half its size in 30 minutes.